Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 9mm proximal of weld site. The proximal section of j stiffener wire measures approx. 78mm and was received with approx. 7mm of the distal end protruding out of the outer polyurethane insulation approx. 8mm of weld site. It appears that the entire j stiffener wire was received with all recorded measurements add up to approx. 87mm.